Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No. There is a liquid leak in the main body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported complaint regarding a biohazard leak not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 11may2021 to date 11may2022. ¿ complaint trend: there are 25 complaints related to the issue of a waste leakage not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 11may2021 to date 11may2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962, serial # (B)(6), file #338963-v96300987-900229622-10, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a worn restrictor and sheath coupling. The customer initially reported that the instrument startup did not end normally and the sit flush would fail. The assisting tsr (technical service representative) submitted quotes for potential replaced parts, and after the customer approved the repair, and fse (field service engineer) was sent onsite. The fse confirmed the issue, disassembled and cleaned the aspirator arm, and replaced a sheath coupling (pn 333045) and restrictor (pn 339294). After the repair, the instrument was performing as expected with no further leaks. The replaced parts were not requested for evaluation as they are not returnable and were discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02445231, case # (B)(4). Install date: (B)(6) 2010. Defective part number: 333045 - coupling body pnl mt 1/8in nominal flow. 339294 - restrictor inline.010in ID 1/16 tube yel. Case comments: o (5/11/2022 12:12 am) there is one newly discovered trouble. · there is a leak in the main body (no health hazard) finish after replacing parts. O (5/11/2022 12:11 am) there is a liquid leak in the main body. Work order notes: o subject: startup does not end normally. O description: startup does not end normally. O work performed: "(treatment) -the aspirator arm was disassembled and cleaned. 1: the sheath coupling on the left side of the main body and the restrictor were replaced." "(Result) ¿started up 5 times and confirmed that it ended normally. -cv% with ultrarainbow beads. Confirmation · since lot cannot be set for cst, there is no recurrence after 1: 1 hour without cst.· on-call inspection is recommended." O cause: "(phenomenon) ¿cannot be confirmed. 1: leakage in the main body" "(cause) -the cart pressure was 70 psi and 30 psi at startup, but the vertical axis of the ejector arm was not moving properly . It is presumed that the arm did not move up and down during star-up due to the dirt on the surface and stopped. 1: deterioration of coupling and restrictor " o solution: "(result) ¿started up 5 times and confirmed that it ended normally -checked cv% with ultrarainbowbeads-since lot cannot be set for cst, cst has not been performed 1: no recurrence after 1 hour has passed. -on-call inspection is recommended." ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, risk analysis canto ii fluidics was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no. O item: 17. Valve v12. O function: 17.1 supply fluid to cytometer. O potential failure mode: 17.1.1 does not supply fluid. O potential effect(s) of failure: 17.1.1.1 increased pressure pops fitting, fluid leaks (not biohazard). O potential cause(s)/mechanism(s) of failure: 17.1.1.1.1 sheath pressure not regulated down to required level. O current controls: none. O recommended actions: n/a. O actions taken: n/a. O severity: 7. O occurrence: 7. O detection: 1. O rpn: 49. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn coupling and restrictor. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn coupling and restrictor. The fse dissembled and cleaned the aspirator arm and replaced the worn sheath coupling and restrictor. After the repair, the fse ran 5 instrument startups, confirmed the cvs were within specifications, and confirmed that the instrument was no longer producing erroneous results after an hour. No one was harmed or injured, and no medical treatment was performed due to the waste leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No. There is a liquid leak in the main body."